Manufacturer narrative:
Per the user guide: the system is indicated for use withu-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and a bolus was delivered to address bg. Cause of event was not known. Pump system check was performed with tandem technical support (cts) and air bubbles were observed in the tubing. Cts assisted the customer with priming the air out. Customer reported to use novolin r in the cartridge. Cts informed customer that the insulin type was not labeled for use with the pump.